Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735736, version #: 2.1.0, ubd: , UDI#: h2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The software analyst reviewed the case and tried to reproduce the issue in-house but it was not reproduced. There were 3 session on the date of issue. Logs did not capture any abnormality related to the reported behavior. The archie had 13 magnetic resonance (mr) exams out of them few contained 50-55 slices and rest other contained 24-35 slices, two computed tomography (CT) exams were loaded with the warning "not optimal for stealth" because slice spacing greater than 2 millimeters (mm), also the provided two raw exams were loaded successfully, 3d model was chopped from top and bottom because the scans were not proper. Suspected image protocol issue. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system downloaded the images many times in small sequences of 25-31 slices. Other images downloaded as expected. The same patient was downloaded again and the images downloaded with all the slices into one scan. There was no patient involvement.